Event description:
It was reported that the patient presented to the hospital for a routine pacemaker replacement procedure. During the procedure, upon opening the pocket, it was noted that the right atrial (ra) lead and the right ventricular (rv) lead had insulation damage. The leads were repaired and remained implanted. The patient was in stable condition.